Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a loop ligature procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the bands adhered together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached, some of them became damaged and overlapped. The ligator housing teeth were bent and the handle slot had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator housing became damaged and overlapped. It possible that the problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands get stuck and not being able to be deployed as it was reported also making them get damaged during the procedure. It was also found that the ligator housing teeth were bent. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a loop ligature procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the bands adhered together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.